Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Customer experienced high blood glucose, pneumonia and was hospitalized. Customer was very weak, passed out in the emergency room and was in the ICU. Customer's insulin pump was eventually removed.